Manufacturer narrative:
The device was explanted due to infection. The device passed all electrical tests confirming correct device function. This report is submitted on august 12, 2019.

Event description:
Per the documents returned with this explanted device, the device was explanted on (B)(6) 2019 due to infection.